Event description:
It was reported that during preparation of the device for a ptca procedure, the stent came off in the protective sheath. The device was not used in the patient. No additional information was available.